Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that during use of the cassette, the pump exhibited a "no disposable, pump won't run" alarm. No adverse patient effects were reported. Per reporter no additional information is available.